Event description:
It was reported that the customer experienced an occlusion alarm, which was not verified in pump history. The customer confirmed their blood glucose level did not exceed 500 mg/dl or read as "high" on the cgm, indicating there was no adverse impact on their blood glucose level. The customer resolved the issue by changing the infusion set and cartridge and resuming insulin, with plans for a pump system check by technical support.